Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the reservoir had air bubbles and insulin would not exit. It was stated that they programmed 5 units into the air and insulin would not exit and air bubbles would move along the tubing. The blood glucose level at the time of the incident was unknown. The customer was instructed to tap the reservoir to gather small bubbles into a large one and push air back into the insulin vial and call back if issue persisted. The product will not be returned for analysis.